Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6351592. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated a CAPA (B)(4)to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter had leakage problems after approximately 8 tubes had been drawn. No medical intervention or injury reported.